Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed small red spot (no open or broken skin) where the electrodes sit. The patient was told to use neosporin from physician. The patient reported that after using recommendation, irritation improved.